Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's center button was not responding as designed. Customer states that numbers ware not ramping on their own. Customer states the scroll bar was not moving with no input. Customer stated that the issue occurred mostly when the insulin pump in the sleep mode. Customer stated that block mode was inactive. Customer stated that the button was not unresponsive during an easy bolus attempt. Customer stated that they had change the battery but issue persist. Customer stated that there was a crack on the battery no harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring=clear. Customer complained on (B)(6) 2021 the center select button are not functioning properly and cracked on the battery compartment. Pump passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. Unit passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. Found moisture damage to pcb1 board and pcb2 board during visual inspection. No moisture damage noted to motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, cracked battery tube threads, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment, the p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. Confirmed cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.